Event description:
It was reported that the patient's right ventricular leadless pacemaker (lp) became dislodged after implant. Fluoroscopy confirmed the dislodgement. The lp was explanted and not replaced. The patient was stable.